Event description:
The patient reported that the pump has re-booted several times. She reports no signs of visible damage. The pt states that the pump will not turn on with a new battery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.